Event description:
During preventative maintenance at the customer site, the thermogard xp ivtm system sn (B)(6) failed functional testing due to the displayed mid:09 (air trap assembly) message. No patient involvement.

Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard xp ivtm system sn (B)(6) failed functional testing due to the displayed mid:09 (air trap assembly) message. The root cause of the issue was due to a failure air trap sensor block, due to traces of liquid found on the printed circuit board (pcb). During visual inspection of the thermogard console, no physical damage was observed. The thermogard console failed the initial functional test due to mid: 09. The air trap sensor block was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 50861 was reported on aug 18, 2020. The air trap sensor block was replaced.